Event description:
The recipient reportedly experienced device migration. The recipient presented with pain and discomfort. The recipient ceased device use. On (B)(6) 2019, the recipient underwent repositioning surgery.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has recovered from surgery and resumed device use. This is the final report.